Event description:
Reflective sterile spheres failed to track during a procedure. Another set of sterile spheres were used to complete the procedure. This issue was communicated by medtronic navigation. No serious implications to this issue were mentioned by the complainant. No pt was harmed and no serious injury occurred.

Manufacturer narrative:
Spheres were not returned as the device was used in a procedure and considered a biohazard. Decontamination of sphere would render investigation impossible. Site/user did not take pictures of sphere. Site/user did not retain lot number info; therefore, no investigation or analysis could be performed.